Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with flows of 0.0. They were started on dobutamine and their flows improved to 4l. The patient's lactate dehydrogenase was within normal limits. Technical services found that the log file captured multiple flow hazard alarms between (B)(6) 2021 and (B)(6) 2021, but the flow readings did not appear to be the result of any equipment malfunctions and the appeared to have normalized above the alarm threshold in the ~6 hours prior to receiving the logs.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with flows of 0.0. They were started on dobutamine and their flows improved to 4l. The patient's lactate dehydrogenase was within normal limits. Technical services found that the log file captured multiple flow hazard alarms between (B)(6) 2021 and (B)(6) 2021, but the flow readings did not appear to be the result of any equipment malfunctions and the appeared to have normalized above the alarm threshold in the ~6 hours prior to receiving the logs.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log file. The center reported that the patient was started on dobutamine and flows improved. A direct correlation between the reported patient condition and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The account reported that the patient was admitted with calculated flow values of 0.0, which was confirmed through evaluation of the submitted periodic log files. The account also reported that the patient¿s lactate dehydrogenase (ldh) levels were normal. The system controller event log file contained data from 23:28:52 on 1(B)(6) 2021 to 08:36:29 on (B)(6)2021. Multiple low flow events, when flow decreased below the low flow threshold, were captured from the beginning of the log file until 01:53:37 on (B)(6) 2021. Several low flow events persisted for long enough to trigger an audible/visual alarm. Flow stabilized to around the low flow threshold from 01:11:21 on (B)(6) 2021 to 01:53:37 on (B)(6) 2021. From 02:52:31 on (B)(6) 2021 to 08:36:29 on (B)(6) 2021, flow returned to its normal range, and no additional low flow events occurred. The device appeared to be operating as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas and provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.